Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The solenoid valve was replaced to resolve the issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in insufficient oxygen or fresh gas flow and the device did not automatically switch to alt oxygen during maintenance. There was no patient involvement.